Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charging pad did not adequately charge the ilet, as the user charged for up to eight hours and achieved only about 60 percent, and a replacement charger was arranged with expedited shipment while blood glucose was stable and no alerts or alarms were reported. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no hospitalization. Investigation included customer interview and logistical action to provide replacement supplies. Investigation of this case revealed a charger performance issue affecting the external charging accessory, with insufficient charge transfer leading to partial battery replenishment. It was concluded, based on previously established findings for similar reports, that the cause was likely an accessory malfunction or wear consistent with normal device aging or handling.